Manufacturer narrative:
This report is submitted on december 09, 2022.

Event description:
Per the clinic, the patient experienced multiple skin overgrowths on the abutment. Subsequently, the patient underwent multiple revision surgeries to remove the excess skin (dates not reported). Additional information has been requested but it has not been made available as of the date of this report.